Event description:
It was reported in a study entitled "caveats related to conduction system pacing utilizing a proprietary deflectable mapping catheter with a stylet-driven lead" that the implant procedure of tendril leads had led to instances of dislodgement, in addition to insulation damage and helix deformation. The dislodged leads were explanted and replaced. There were no reports of adverse consequences to patients noted in the study.